Event description:
It was reported that the patient experienced a shocking or jolting sensation since implant. The patient was advised to decrease stim ulation. It was also noted that the patient programmer (pp) training was ineffective because the patient was still under the effects of anesthesia. Basic functionality regarding the pp was reviewed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer's representative (rep) on (B)(6) and their concerns were resolved. They no longer had concerns with their device or therapy. All was good and working well.